Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) croatia, alleging that his onetouch verio flex meter was reading inaccurately high compared to the patients feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that he was unsure when the alleged meter issue began. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). The patient alleged obtaining an inaccurate high result of ¿8 mmol/l¿ compared to his feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. The patient denied taking any action regarding his usual diabetes management regimen in response to the elevated results. At an unknown time relative to the alleged meter issue, the patient stated that he developed the symptom of "shaky". In response to the symptoms, the patient claimed that he self treated with food and began to feel better. The patient stated a blood glucose reading was taken on another device with a reading of "4 mmol/l"; however he could not confirm the time the reading was taken. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure. . At the time of the call, the patient no longer possessed the test strips or meter in question so the csr was unable to determine whether the test strips had been stored properly or exceeded their discard date. The patient stated that some of the test strips he had possessed had expired. Products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.